Event description:
Sales rep called on behalf of customer stating eyelash found in syringe in floseal 10ml kit.

Manufacturer narrative:
(B)(4). Baxter medical assessment: it is unclear from the description of the event when the foreign body was discovered and therefore, whether there is possible impact on this particular patient. The pictures provided demonstrate the foreign body was identified after the thrombin was reconstituted off the sterile field and transferred onto the sterile field and drawn up by the scrub nurse. This is demonstrated by the liquid visible in the sterile syringe provided in the kit, to draw the thrombin up on the sterile field. It is not feasible to determine when the foreign body was introduced into the syringe with the information available. Regardless, if this were to reoccur the potential for wound infection and/or inflammation exists if the foreign body were to be introduced inside the patient and incorporated in the haemostatic clot. An attempt should be made to identify the foreign body. (B)(6). A follow-up will be submitted upon completion of investigation.